Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose level was 480 mg/dl, accompanied with vomiting. Customer required assistance from their father who administered a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.